Manufacturer narrative:
The investigation for the console (aic) battery failure red alarm has been completed. After reviewing the imc logs, the reported battery failure issue was confirmed. There were instances of battery failure alarms (transport connection blown/missing) (event set #360) and battery level low (50%) (event set #23) observed from the reported complaint date. The console was returned for evaluation finding that the battery failure issue was able to be reproduced. Results of running batttest on telnet revealed that cell 1 in battery 1 had a voltage that was significantly less than the rest of the cells in the battery. Reported battery failure issue was determined to be caused by internal battery cell imbalance (found in cell 1 of battery 1). Added-h6 impact code 4629.

Event description:
The complainant reported that the automated impella controller (aic) was turned on and a battery failure alarm occurred despite being plugged in. The aic was exchanged. There was no harm to the patient.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.